Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d9; h3. The cause of the purge disc detection issue on ic6445 was a broken mechanical lever within the purge pressure sensor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that, during in-service, they attempted to place purge cassette, and the automated impella controller (aic) would not register. The purge disk was ¿clicked¿ in place despite multiple attempts. Tried with two separate purge cassettes, still received message to click purge disk in place despite purge disk being properly clicked in. No patient harm has been reported.